Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridges had separations where the patient line meets the cartridge head. Customer's blood glucose level was 500 mg/dl. The customer administered a bolus.